Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set could not be disconnected from the peritoneal dialysis (pd) transfer set. This resulted in a separation between the female connector of the transfer set and the mainbody. This occurred while the patient was disconnecting from pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the female connector was observed to have separated from the main body of the twist clamp. The reported separation between the female connector and main body was verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the set during the manufacturing process. The reported connection issue at the female connector could not be verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.